Event description:
It was reported that during a transcatheter heart valve procedure using a 34mm evolut fx, the valve was unable to anchor at the annulus or left ventricular outflow tract due to minimal calcium presence. Four deployment attempts were made to achieve stable positioning, but the valve continued to dislodge out of the annulus. After the fourth attempt, the valve was recaptured and withdrawn from the patient. Consequently, a decision was made to deploy a balloon expandable valve with extra oversizing. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant dilation was not performed. The deployment starting point was at the bottom of the pigtail catheter, but the valve kept diving into the left ventricle. A medtronic (confida) guidewire was used for the procedure.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} b3: date is approximate, month and year valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure using a 34mm evolut fx, the valve was unable to anchor at the annulus or left ventricular outflow tract due to minimal calcium presence. Four deployment attempts were made to achieve stable positioning, but the valve continued to dislodge out of the annulus. After the fourth attempt, the valve was recaptured and withdrawn from the patient. Consequently, a decision was made to deploy a balloon expandable valve with extra oversizing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.